Event description:
Customer was feeling some low blood sugar symptoms- was sweaty and dizzy. He went to school nurse and nano system readings were as follows: (B)(6) 2013: 9:25am 197mg/dl 9:27am 105mg/dl 9:28am 108mg/dl customer takes lunch at 10:30am and gets 1 unit of novolog from nurse. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.